Event description:
It was reported the pt was implanted a long-term dialysis catheter from right internal jugular vein in (B)(6) 2010, with two years of hemodialysis with the catheter. The dialysis procedure is smooth. In (B)(6) 2012, it is found in the hospital dialysis that the catheter dropped off from the body in about 2cm. The examination result is that the cuff has separated from the catheter and grown together with the tissue, but the catheter dropped off.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) of reuc1455 showed one other similar product complaint(s) from this lot number.